Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately three months ago from date manufacturer was made aware.

Event description:
It was reported that patient complained of being uncomfortable of the implantable pulse generator at the implant site. The patient underwent an ipg repositioning procedure and was doing well post operatively.